Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the coating on the outer surface of the jaw had partially come off. The manufacturing record was reviewed with no irregularities. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. The instruction manual of the subject device already states. Warnings: if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. Please cross-reference the following report: 8010047-2015-01210.

Event description:
Three devices were returned to olympus medical systems corp. (Omsc) from olympus (B)(4). No information of complaint about each device was provided. (B)(4) reviewed shipping record of the devices but they couldn't provide omsc any information. So, date of this event is unknown. Omsc investigated the 3 devices on november 5, 2015. And it was found that the coating on the outer surface of the jaw of 2 devices had partially come off. This is second report of two.